Event description:
A customer contacted beckman coulter inc (bec) in regards to erroneous creatinine results for 11 patients flagged expired calibration used and h above reference range were reported generated by the olympus au400 clinical chemistry analyzer. Ten of the eleven patients had bun within the reference range. The results were reported out of the laboratory and questioned by the physician. Patients' samples were repeated on another instrument with valid calibration and results within normal reference range were obtained for 9 out of the 11 patients. Two sample reported h, however >30% lower. Patient treatment as not impacted as the results were revised within 5 hours.

Manufacturer narrative:
The sample was serum. Au400 system alerted operator of reagent empty, switched to next set of creatinine bottles and notified operator calibration expired. All creatinine results run with this expired calibration flagged with b. Controls for calibrated creatinine are acceptable. No control results for reagent with expired calibration daily maintenance, calibration, qc was run after the patients were identified and on another instrument with different creatinine reagent bottles calibrated at 7:20 am on (B)(6) 2011. Subsequent results appeared acceptable. No service call was generated. This is not a system malfunction event root cause is user error. Creatinine IFU states reagent must be calibrated once daily and controls run that are acceptable associated with mdrs 2050012-2011-04290, 2050012-2011-04291, 2050012-2011-04292, 2050012-2011-04293, 2050012-2011-04294, 2050012-2011-04295, 2050012-2011-04296, 2050012-2011-04297, 2050012-2011-04298, 2050012-2011-04299.